Event description:
Attachment doesn¿t click into place properly & comes off - oral-b [device breakage] . Entire brush head came loose from the hand piece - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the oral-b crossaction attachment did not click into place properly and came off of the oral-b toothbrush, model 3772, mid-brushing. The entire oral-b toothbrush head came loose from the oral-b toothbrush hand piece. No injury was reported. 06-jul-2023 follow up via e-mail: they reported that the oral-b toothbrush belonged to their son. He brushed his teeth himself in the mornings, under supervision, and they brushed them in the evenings. No injury was reported. 08-sep-2023 case update: the concomitant product lot was b2298. No injury was reported.

Manufacturer narrative:
29-sep-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Attachment doesn¿t click into place properly & comes off - oral-b [device breakage]. Entire brush head came loose from the hand piece - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the oral-b crossaction attachment did not click into place properly and came off of the oral-b toothbrush, model 3772, mid-brushing. The entire oral-b toothbrush head came loose from the oral-b toothbrush hand piece. No injury was reported. 06-jul-2023 follow up via e-mail: they reported that the oral-b toothbrush belonged to their son. He brushed his teeth himself in the mornings, under supervision, and they brushed them in the evenings. No injury was reported.